Event description:
It was reported that the user experienced a dexcom g7 cgm signal loss while treating an unrelated hypoglycemic event; after treating the low and upon signal restoration, the user reported an elevated glucose reading, and troubleshooting and education were completed with no alerts or alarms reported. The user experienced a glucose peak of 299mg/dl due to interrupted cgm data preventing automated device corrections with no associated adverse clinical symptoms reported. Outcomes included glucose returning toward range during the call, with no health impact. Investigation included customer care review of the event, reference to a prior hypoglycemia, and assessment of cgm performance and pump operation with user education. Investigation of this case revealed that the elevated glucose levels were attributable to carbohydrate treatment for the preceding low and missed correction dosing during cgm signal loss, related to device's antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.